Event description:
It was reported that the abutment screw was removed on tooth site #1. It became fractured inside the implant and was unable to be retrieved. The implant had to be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: boss511, 3i t3â® non-platform switched parallel walled implant 5 x 11.5mm, lot number 2014110864. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. One (1) unknown biomet screw were returned for investigation. Visual evaluation of the as returned product identified fracture screw. 3-unit bridge returned with gold screw in abutment. Fracture identified at the threads. Based on the evaluation, screw malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specification and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Functional testing could not be performed due to the nature of the devices and event. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the devices. Based on the investigation, risk review and IFU, the most likely probable causes determined from the investigation is placement of devices in patient with patient factors incompatible with long-term osseo-integration of implant (occlusal/off axis loading). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.